Event description:
The customer reported failures of the latron control when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the conductivity channel was slightly erratic. He replaced the solid state rf preamp to resolve the issue and verified instrument performance. (B)(4).